Manufacturer narrative:
The reported event was infection. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-30495. Related manufacturer reference number: 2017865-2021-30496. It was reported that the patient presented to the hospital for an extraction procedure due to infection. Upon examination of the system, it was noted that the patient came to the hospital multiple times for a routine check after pacemaker implant procedure in 2019 and had noted that there was continued spot of wound drainage the wound continued to erode exposing the pacemaker system. It was observed that a portion of the pacemaker header and part of one lead was visible. The pacemaker, right ventricular (rv), right atrial (ra) and left ventricular (lv) leads were explanted on (B)(6) 2021. Physician implanted a temporary right ventricular lead on the same day for pacing while patient goes through a round of antibiotics. The patient was in stable condition and is recovering from the procedure.